Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric fistula, when on stomach resection, the stapler was not able to fire, the surgeon was able to press the green button and squeeze the handle. It was also stated that the reload fired with the staple line formation but the blade did not advance and did not cut the tissue. The surgical time was extended for 30 minutes more. The surgeon used another device to cut the tissue between the three rows of staples and reinforced the suture. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.